Manufacturer narrative:
Device has not yet been received by ats for evaluation.

Event description:
It was reported that the pt pressures did not come to appropiate level after implant of the ats 16mm valve. The device was then explanted and then a bigger size, 20mm, ats valve was implanted. There were no adverse events and the pt is doing fine. Both the explant of the 16mm ats valve and the implant of the 20mm ats valve took place during the same surgery.